Event description:
New information notes that on (B)(6) 2020, the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlni.net transmissions with non-sustained right ventricular oversensing episodes. Large amplitude noise artifacts were noted. Lead revision was discussed. The patient was stable.

Manufacturer narrative:
The reported events for over sensing and noise were not confirmed. As received, a partial lead distal portion was returned in one piece with an explant tool inserted was measured to be 48.7 cm. Visual inspection of the lead found external insulation abrasion that breached only the optim consistent with friction to another device found at 20.6 cm to 21.0 cm and at 28.1 cm to 28.3 cm from the distal tip. Electrical testing did not find any indication of conductor fractures. The partial lead distal portion was shorted due to insulation damage consistent with procedural damage. After the conductor paths have been isolated, the partial lead connector portion passed the hi-pot test between all conduction paths.